Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer contacted manufacturers product support who advised replacement of the data acquisition pcb board to address the reported problem. The hospital biomedical engineer reported the data acquisition pcb board was replaced and the reported problem was corrected.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.